Event description:
It was reported that multiple episodes of non-sustained lead noise due to post-paced t-wave oversensing were observed. Programming changes were recommended. No further information available.

Manufacturer narrative:
(B)(6).